Event description:
A portion of a vertical expandable prosthetic titanium rib-ii system (veptr-ii) was found broken inside a patient during a regularly scheduled lengthening procedure. The last revision, at which time the suspect s-hook and distal extension were implanted, was (B)(6) 2012. The broken portion of the system belonged to a rib to ilium veptr-ii construct for the left side. On (B)(6) 2013, the broken portions were replaced with a 50mm distal extension and 6.0mm parallel connector. There was an approximate 30 minute delay to the lengthening procedure. Procedure was successfully completed. This report is for an unknown s-hook. This report is 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown s-hook. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.